Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and a tachy shock to a sinus tachycardia due to functional undersensing. The device measured a faster ventricular rhythm than it supposed to. Technical services suggested reprogramming options to mitigate future inappropriate therapies. This ICD remains in service and no adverse patient effects were reported.